Event description:
During the cooling phase of cardiopulmonary bypass (cpb) blood flow through the oxygenator was reduced due to either an obstruction in the oxygenator or a malfunction of the centrifugal pump in the circuit. It was also noted that the centrifugal pump was emitting a loud squeal prior to cpb. A white milky substance was noted at the back of the bearing housing.